Event description:
It was reported through a legal event that a 48 year old patient had hernia repair surgery on (B)(6) 2021. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice10 cm x 10 cm hernia mesh, lot no. (B)(4) reference no. 1010002. After surgery, the patient returned to the hospital on (B)(6) 2021, for a revision surgery and the patient was implanted with strattice tissue matrix mesh, lot number (B)(4), reference no. 1016002. The mesh failed, and the patient returned to the hospital for a second revision surgery on (B)(6) 2022. No other information was reported. This record is associated with (B)(4) implanted on (B)(6) 2021. This is the same event and the same patient reported under MDR # 1000306051-2023-00001. (Abbvie complaint # (B)(4)).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot (B)(4) included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 18 jan 2023, of the (B)(4) devices released to finished goods for lot (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.